Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the investigation results, the legal manufacturer reviewed the customer provided (cds) cleaned, disinfected, sterilized processes where no obvious deviations from instructions for use (IFU) were identified. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, black foreign material was found in the cleaning tank of the endoscope reprocessor. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.